Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control determined that the device required further evaluation, however, the customer has not agreed to return the device for further investigation. It has been confirmed that the device has been taken out of service. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that when attempting to power on their device it locked up. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.